Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 250-600 mg/dl). A bolus was delivered, infusion set changed and customer worked out to address bg. Customer was not sure what caused elevated bg; however, believed more insulin may be needed during the day. Recommendation was made for customer to consult with healthcare provider regarding elevated bg.